Event description:
Event description guidant received information that following the delivery of a 31j shock for ventricular fibrillation this implantable cardioverter defibrillator (ICD), which was included in an advisory population, exhibited an out of range impedance measurement (low). Upon invasive procedure it was noted that the insulation on this defibrillation lead was damaged. The lead was capped and the device was prophylatically explanted.